Event description:
The user sustained a head trauma. The user initially reported no significant change to hearing impression at the time of testing, which was shortly after the trauma. It was advised to monitor for changes to hearing impression and electrode status. As per further clarification received from the field, there was a decrease in hearing performance over time. Re-implantation has been done on (B)(6) 2024.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient's perception was unsatisfactory; however, no technical problem could be detected. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. Reportedly one channels was left extra-cochlear at implantation. Further one channel showed high impedance whilst implanted, however the high channel could not be confirmed during device investigation. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user sustained a head trauma. The user reported no significant change to hearing impression at the time of testing, which was shortly after the trauma. It was advised to monitor for changes to hearing impression and electrode status. Re-implantation date has been set on (B)(6) 2024.